Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing, analysis and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device log confirmed the occurrence of the reported problem. The device powered on and immediately encountered a pads off condition. The device fault was cleared the same day, however, it cannot be determined from the log if the errors were cleared using the same pads or a different set of pads. The pads used at the time of the reported event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.